Event description:
Loss of sensing was noted on home monitoring transmission from (B)(6) 2020, and it is presumed the device externalized on that date due to suspected manipulation by the patient. No adverse patient events were reported. Should additional information become available, this file will be updated.